Event description:
Patient was implanted with plate and screw construct for a supracondylar femur fracture on (B)(6) 2011. Plate was noted as broken and patient was returned to the operating room on (B)(6) 2012 for removal of hardware due to a non-union. Surgeon removed all hardware and revised patient to a 8-hole lcp plate and dynamic locking screw construct. Hospital is in possession of explanted hardware.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.